Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. No anomalies was noted. Functional testing was performed. Motor rate sensor remains false on running a motor drive test. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is wrong installation of main board into groove on extrusion.

Event description:
During inspection of a returned device, it was observed that the motor rate sensor remained inactive during a motor drive test. This condition could stop the infusion and potentially result in an interruption of therapy. There was no patient involvement, and no harm/adverse event was reported.